Event description:
The customer received questionable phenytoin results for two patient samples. Patient sample 1 initial result was >40 ug/ml. The sample was diluted 1:2 offline and repeated with results of 32.38 ug/ml and 30.81 ug/ml. The undiluted sample was repeated and with a result of 32.15 ug/ml. On (B)(6) 2013, patient sample 2 was from a (B)(6) male. The initial result was >40 ug/ml. The sample was diluted 1:2 offline and repeated with results of 10.8 ug/ml and 9.25 ug/ml. The undiluted sample was repeated and with a result of 9.27 ug/ml. The customer assumed the lower values to be correct as neither patient had a history of high phenytoin results. The erroneous results were not reported outside the laboratory. The patients were not adversely affected. The phenytoin reagent lot number was 67041501 with an expiration date of 01/31/2014. The field service representative problem determined there was a problem with the rotor belt. He replaced the rotor belt, performed work station accuracy check and adjust rotor initialization position. To verify the analyzer operation, he ran performance testing, photometer precision and a standard deviation test with passing results.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.